Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that insulin was squirting before the piston reached the end of the reservoir. There was no alert and the drive support cap appeared to be normal. The displacement verification test passed. Customer's blood glucose level was 500 mg/dl. The device was not returned.